Event description:
Customer reported that there was a imec8 pt monitor in the hospital had the nibp measurement issue, when a massive hemorrhage pt was measured nibp with the problem pt monitor, it gave a inaccurate result. The pt currently in stable condition.

Manufacturer narrative:
We test the monitor which have been returned to mindray, but the reported failure could not be duplicated, the monitor meet the standard and our spec. This is the first time that our company received this type of complaint about imec8 pt monitor. We will keep monitoring such type of complaint in future.